Manufacturer narrative:
A lead was returned for analysis in two pieces. External insulation abrasion breaching outer insulation and exposing outer coil were noted at 31.7 cm to 32.3 cm and 36.7 cm to 37.2 from the distal tip consistent with friction to the devices can. This is consistent with the observation from the field of noise.

Event description:
It was reported that the atrial lead was explanted and replaced due to lead noise that was causing inappropriate automatic mode switch episodes. The noise was also noted to have been interfering with the clinics ability to monitor the patient's atrial fibrillation diagnosis. The patient was stable before, during, and after the procedure.